Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that four rt134 adult unheated breathing circuits failed the leak test on an evita2 dura ventilator. This was found during the setup check and prior to patient use.

Manufacturer narrative:
(B)(4). Method: four rt134 non-heated adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned breathing circuits were pressure tested and subsequently submerged in a water bath to test for leak. Results: pressure test revealed that all of the returned circuits exhibited leak and were out of specification. The water bath test showed that the leak is through the connection between the lid and bowl of the inspiratory and expiratory water traps on all four circuits. Conclusion: the breathing circuit water trap consists of a bowl and lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt134 non-heated adult breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."